Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak spraying water from the bottom right corner on the back side and edge of the eva bag that would have been obvious if present during bag filling. Magnified inspection of the leak location identified a gouge with eva fray present. The manual add port had been used, as evidenced by a cannula insertion point. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, the condition was determined to have occurred during handling or transportation of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a hole was observed on a tpn bag prior to use. There was no patient involvement or adverse event reported. No additional information was provided.